Manufacturer narrative:
(B)(4). The reported conidition of faulty main inlet fuses were confirmed during product evaluation by a technician. The main inlet fuses were replaced to correct this condition. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was performed finding one exception during manufacturing, however, the device was repaired, retested, and found to be performing as designed before release.

Event description:
The facility representative reported a colleague infusion pump with faulty main inlet fuses. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a colleague pump with a user interface module software version of 7.01.00.